Event description:
Resident was in geri chair being pushed back to room from lunch. Geri chair stopped moving and reclined itself back from upright position to 1st notch in recline. Resident's left hand 4th finger slid between seat and side panel of geri chair and she received 3 cuts on left hand 4th finger. Physician called and resident sent to emergency room. Tetanus and diphtheria vaccine given on 10/8/95. Finger steri-stripped.